Event description:
It was reported during a trial procedure a wet tap occurred. The physician performed a blood patch. The pt did not exhibit any adverse effects and the pt reported effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.